Manufacturer narrative:
The customer indicated that the electrode pads used during the event were disposed of.

Event description:
Complainant alleged that while defibrillating a male patient, an arc was heard from the electrode pads. Complainant indicated that the patient subsequently expired.